Event description:
Customer reported she has gotten very small air bubbles in the reservoir. She gets them out of the reservoir when the reservoir is no longer connected to the vial but when she does this it leaves insulin on the top of the reservoir. Customer was explained that bubbles should be removed when the reservoir is still on the vial. Customer was advised to call back to troubleshoot when issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.